Event description:
It was reported by the customer, the rotation of the insertion part on the evis lucera elite bronchovideoscope was hard. The issue was found during maintenance. No patient harm reported. During the evaluation of the device, it was noted the insertion section coating was peeling off due to deterioration. This report is to capture the reportable malfunction of the peeling coating of the insertion section due to deterioration noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. There was a breakage of the insertion tube rotation mechanism. Also found was; a collapse/buckling/depression/scratch/cut/wrinkles of the insertion section due to physical stress, a squash/buckling/damage/deformation/scratch/discoloration/corrosion/stickness/twist/wear of the universal cord/ the video cable squashed and buckling due to physical stress, a deterioration or breakage of the adhesive on the distal end (chemical stress / physical stress), an electrical continuity error due to water invasion, a decrease of output light (light guide broken/light guide bundle yellowing/irregularity of the lens), and the angle wire became longer than normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested event occurred due to stress of repeated use, external factors, or handling. It is recommended that the user to perform inspection prior to use and on a regular basis continuously. It is recommended that the user instruct the method of handling regarding usage environment, etc. Olympus will continue to monitor field performance for this device.